Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2026. The patient reported that the cause of the return of symptoms and tremors was not determined. They reported that they had no idea what most likely caused or contributed to this issue. They reported that steps taken to resolve the issue included that they changed the programs and intensity. They tried all the programs and various intensities. They reported that the issue had not yet been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient had return of symptoms on wednesday night. Patient denied any falls or trauma to the implant site. Patient said they had an x-ray and CT 3 days prior to return of symptoms but turned therapy off for both sets of imaging. Agent reviewed basic programming guidance, including suggestion of adjusting therapy until stim could be felt strong yet comfortable at the bicycle seat area. Patient mentioned that ever since the day they got the therapy implanted, it has caused their leg to tremor, and that the tremor goes away when therapy gets turned off. Patient said they adjusted therapy after return of symptoms on wednesday, but thought the therapy was still on and working because they could feel their legs. Agent reviewed possibility of trying different program if patient had tremors with current program, but suggested patient still touch base with managing healthcare provider (hcp) to ensure they were adhering to a plan of care if there was one in place.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.